Event description:
Patient allegedly received an implant on (B)(6) 2012 due to prevent pulmonary embolism (pe) pending operation. It is also alleged that a successful percutaneous retrieval was performed on (B)(6) 2017 due to tilt, occlusion, and vena cava perforation. Patient is alleging tilt and vena cava perforation. The patient further alleges "I have experienced physical pain, mental anguish, emotional distress and physical impairment in the past" and "my only exercise since 2009 has been walking," as well as post-implant deep vein thrombosis (dvt). Report from CT (computed tomography): "an infrarenal ivc filter is present. Multiple filter legs extend beyond the confines of the ivc with 1 [tine] possibly within the duodenal wall, another tine within the intervertebral disc space. There appears to be chronic thrombosis of the infrarenal ivc and proximal iliac veins." Retrieval report (successful): "an amplatz wire was placed common over this wire intravascular ultrasound of the left common iliac vein inferior vena cava were performed. This demonstrated an area of severe stenosis at the iliac caval bifurcation." "Intravascular ultrasound was again performed which demonstrated near complete resolution of the stenosis or the apex of the filter had resided, but persistent stenosis in the lower ivc and ileal caval bifurcation with stenosis extending quite distally on the right side to the level of the mid external iliac vein." "Post angioplasty intravascular ultrasound demonstrated excellent resolution of the stenosis within the lower inferior vena cava, ileal caval bifurcation, and right common and external iliac vein." "Technically successful removal of an indwelling ivc filter."

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava /disc perforation, deep vein thrombus, vena cava thrombosis/stenosis/occlusion, tilt, pain, anguish/distress, physical impairment. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force manipulations near an in-situ filter (e.g. Or, a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, anguish/distress, physical impairment is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.